Event description:
Device malfunction: clip mislocation. Time of malfunction: after vessel closure. Symptoms/ae: diminished leg pulses, occlusion. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after arteriotomy closure, the patient experienced diminished pulses of the leg. An ultrasound of the vessel revealed that the clip deployed in the posterior vessel wall causing an occlusion that restricted blood flow. The clip was removed and the vessel was surgically patched; restoring complete blood flow. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.